Event description:
It was reported that the right ventricular lead exhibited oversensing noise resulting in pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received only the distal portion of the lead was returned for analysis. Visual examination found all the lumens, ptfe liner of the inner coil and etfe coating of one ring electrode cables were damaged/breached consistent with clavicular crush damage. The cause of the reported event was isolated to the exposure of inner coil and ring electrode conductor at the clavicular crush region.